Event description:
It was reported that the center of the charger is burnt while the device was in use (specific date not reported). Replacement equipment was sent to the patient. Additional information has been requested but has not been made available as of the date of this report.